Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.5 or 1.6, lab: 2.x. Exact date and exact lab value not provided.

Manufacturer narrative:
Investigation pending.